Event description:
It was reported that the pump had a system error: force sensor test error; also had cracked syringe plunger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case by the tube holders was cracked, broken right plunger case and missing rubber feet. Cracked battery door. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the customer manipulated the pump during its self-test. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing.